Manufacturer narrative:
A2 - date of birth: year of birth 1933. H3 - device eval by manufacturer: the returned product consisted of an isleeve sheath. The sheath and tip were microscopically examined. The sheath has numerous small kinks/buckles along the sheath. Two of the seams are starting to expand as expected with device usage. One of the tip seams is torn. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that failure to re-sheath and dissection occurred. The native aortic annulus was 23.7mm (perimeter derived) with moderate calcification on the leaflets. The thoracic aorta was tortuous with calcification and atherosclerotic plaque throughout the aorta and peripheral anatomy. An 15f isleeve introducer sheath was placed and a 25mm lotus edge valve (lot 24133901) was advanced. There was noted resistance advancing through the introducer sheath. The introducer sheath was rehydrated and the lotus edge valve was again advanced. The lotus edge valve was deployed in a high position and a tug test was performed. The lotus edge valve moved. A full recapture of the lotus edge valve was performed in accordance with the directions for use. The lotus edge valve was repositioned and upon unsheathing for deployment, there were three floppy posts. The lotus edge valve was again re-sheathed however one of the posts would not re-sheath into the lotus edge delivery system. The lotus edge delivery system was withdrawn to the 15f isleeve introducer sheath but could not be withdrawn through the 15f isleeve introducer sheath. The lotus edge valve, delivery system and isleeve introducer sheath were removed together. A femoral dissection occurred. The dissection was ballooned. A second 25mm lotus edge valve (lot 23997367) and a lotus introducer sheath were used. The second 25mm lotus edge valve was deploy with an excellent result. The patient was discharged home the next day.

Manufacturer narrative:
Date of birth: year of birth 1933.

Event description:
It was reported that failure to re-sheath and dissection occurred. The native aortic annulus was 23.7mm (perimeter derived) with moderate calcification on the leaflets. The thoracic aorta was tortuous with calcification and atherosclerotic plaque throughout the aorta and peripheral anatomy. An 15f isleeve introducer sheath was placed and a 25mm lotus edge valve (lot 24133901) was advanced. There was noted resistance advancing through the introducer sheath. The introducer sheath was rehydrated and the lotus edge valve was again advanced. The lotus edge valve was deployed in a high position and a tug test was performed. The lotus edge valve moved. A full recapture of the lotus edge valve was performed in accordance with the directions for use. The lotus edge valve was repositioned and upon unsheathing for deployment, there were three floppy posts. The lotus edge valve was again re-sheathed however one of the posts would not re-sheath into the lotus edge delivery system. The lotus edge delivery system was withdrawn to the 15f isleeve introducer sheath but could not be withdrawn through the 15f isleeve introducer sheath. The lotus edge valve, delivery system and isleeve introducer sheath were removed together. A femoral dissection occurred. The dissection was ballooned. A second 25mm lotus edge valve (lot 23997367) and a lotus introducer sheath were used. The second 25mm lotus edge valve was deploy with an excellent result. The patient was discharged home the next day.